Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The date of procedure was (B)(6)2014 and study leg was the right leg. This ae occurred on (B)(6)2017 on the right leg. It just involved the study limb, which was specifically manifested as involving the study vessel and the study lesion, and the patient had clinical symptoms. Due to approximately 60% stenosis within the stent,the investigator assessed the category of this event as vascular-related and device-related occlusion or restenosis. Since the stent occlusion was caused by the patient's pre-existing disease, atherosclerosis, the investigator believed that the event was related to the study device and not to the study procedure. The patient's treatment physician performed endovascular/percutaneous treatment (v-18 control wire, sterling monorail pta balloon dilatation catheter) on the patient. The stent in the superficial femoral artery is clear and the patient was discharged on (B)(6)2017.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 27-feb-2024.

Manufacturer narrative:
Device evaluation the ziv6-35-125-6.0-80-ptx-ci device of lot number c1010199 involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document-based investigation was conducted. The device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file was created from the attached post market study complaint form. Manufacturing records review. Prior to distribution all zilver ptx devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and label. It should be noted that the instructions for use (ifu0063) lists occlusion and restenosis of the stented artery as potential adverse events. There is no evidence to suggest the user did not follow the IFU or label. Image review . An image was not returned for evaluation. Root cause analysis. A definitive root cause could not be determined from the available information. A possible root cause could be attributed to the patients pre existing condition atherosclerosis. Restenosis of the stented artery is also listed as a known potential adverse event within the IFU and is a common adverse event of endovascular procedures that can be caused by injury to the vessel (e.g. During percutaneous transluminal angioplasty (pta) and/or stenting). Vessel injury provokes an inflammatory response that leads to or amplifies the restenosis process. It may be noted that the surface of the zilver ptx stent is coated with the drug paclitaxel to help prevent subsequent restenosis of the artery. Occlusion is also listed as a known potential adverse event within the IFU and is a common adverse event of endovascular procedures that can be caused by obstruction to the vessel (e.g. During percutaneous transluminal angioplasty (pta) and/or stenting). Confirmation of complaint complaint is confirmed based on customer testimony and/or rep testimony. Summary of investigation. The complaint was raised via an retrospective data collection post market study. The date of procedure was (B)(6)2014 and study leg was the right leg. This ae occurred on (B)(6)2017 on the right leg. It just involved the study limb, which was specifically manifested as involving the study vessel and the study lesion, and the patient had clinical symptoms. Due to approximately 60% stenosis within the stent, the investigator assessed the category of this event as vascular-related and device-related occlusion or restenosis. Since the stent occlusion was caused by the patient's pre-existing disease, atherosclerosis, the investigator believed that the event was related to the study device and not to the study procedure. Confirmed quantity of 01 device, confirmed used. According to the initial reporter, the patient's treatment physician performed endovascular/percutaneous treatment (v-18 control wire, sterling monorail pta balloon dilatation catheter) on the patient. The stent in the superficial femoral artery is clear and the patient was discharged on (B)(6) 2017. Investigation findings conclude a possible root cause of patients pre existing conditions. Restenosis of a stented artery and occlusion are listed within the IFU and are common adverse events of endovascular procedures that can be caused by obstruction to the vessel. Complaints of this nature will continue to be monitored for potential emerging trends.